Event description:
Routine complaint investigation when a health care professional reported injuring their hand on the outside of the carying case of a pcx point of care blood glucose monitor. The injury was described as scrapes with the potential for infection. Medical intervention was not described in the report.